Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138: ; product ID: bi71000144 ; product ID: bi71000531: h3) the manufacturer representative (rep) went to the site to test the imaging system. After usage of the systems, they tried to open the door but it didn't open. They opened it manually. There was not any complications on the patient. The rep has checked the system. The door was giving a "door open" error and it was not able to move the rotor on the pendant. The rep removed the covers and adjusted the door sidewalls. The error disappeared after completion of the adjustment. It was required to replace the right sidewall, upper and lower door cap and gantry dual fans. After adjustment of door sidewalls system properly worked. System delivered in working condition back to the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown context. It was reported that after usage of the system, the site tried to open door but it didn't open. The site opened the door manually. There was not any complications on patient. The door was giving a, "door open" error and the rotor on pendant was not able to be moved. Patient presence unknown. No further information available. Additional information was received. It was reported that this occurred post-operatively to a spinal procedure. There was no delay or impact on patient outcome. The issue happened after the use of the system.